Event description:
Follow up information was received on 28-jan-2025: the patient had no allergy. It was reported that the jawline was hylased. The occlusion was reversed immediately with immediate return of blood flow and pain/discomfort related to occlusion immediately stopped. There was no permanent damage. A good outcome was reported. Due to the provided information, the outcome of the event potential occlusion was considered as resolved (changed from resolving). The outcome of the event lump of product remained unchanged. In the opinion of the reporter, the event potential occlusion was related to the injection technique.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the added event product distribution issue was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse + lidocaine, lot number a00150260 was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. Nonconformances were noted related to this lot, but none that would have contributed to this event. The previously reported event vascular occlusion remains assessed as reportable to the FDA, as the event vascular occlusion was deemed to meet the serious criteria of required intervention to prevent permanent damage.

Event description:
Follow up information was received on 04-dec-2024: event lump of product was added. She was injected with radiesse(+) into the jawline for jawline sculpting and support due to volume loss, into the cheek right side for balancing out symmetry as move volume loss, into the right marionette chin shadow area for more volume loss and into the face. Batch number was reported as a00150260 (expiry: 31-jan-2026). The batch record review was received and the lot number for radiesse(+) was confirmed as a00150260 (expiry: 31-jan-2026). A lot search in the global safety database was conducted. She was injected with a threads technique into the jawline and face, with a cannula in the marionette lines and cheek, with a bolus (0.1 ml) into the cheek and with rbt (as reported). The face was massaged with bepanthen after the injection. The patient had jaw surgery when she was young on that left side so she was always a bit sensitive when needles or cannula enter in that area. The patient had no known drug allergies (reported as nkda). There were no medications (reported as meds) and no updates on medical form regarding concomitant medication. She had hyaluronic acid filler (reported as ha filler) multiple times and no complication. On (B)(6) 2024, the patient experienced there was a lump of product there so it was possible there was a compression occlusion. The patient contacted with concern regarding blanching on treatment area, left prejowl area. On (B)(6)2024, capillary refill was present however sluggish. The patient contacted at 15:16, had an assessment over the phone and arranged to meet in clinic around 16 as she was coming from home. Oversight was informed. Oversight was called (as reported) when client arrived who remained on phone through the process. Pain around site, lumpy to touch, capillary refill was 3 seconds but sluggish compared to other side. Tongue was well profused, inside of the mouth was well profused, no issue. There was possible localised compression around area. Oversight assessed over phone. Lidocaine (0.6 ml) was injected via bd syringe deep into area. It was injected 0.3 ml at a time followed by vigorous massage. After this was repeated again, it was decided to hyalase. Area cap refill improved post lidocaine however still was not back to the same as other side. Glass and handle of scissors was used to assess cap refill as well as hands. She was injected with 1500 units (reported as u) of dissolvidase. Lot number was reported as 022422 (expiry: 30-jun-2027). It was diluted in 3 ml of lidocaine 2% (as used previously). Lot number was reported as b5e0128e (expiry: 31-mar-2025). She was injected with 1ml via bd syringes pls injected into concerned around and around to flood (as reported). Warm compress was given after vigorous massage. Then another 1.5 ml via cannula 25g (pilot from jowl with 22g needle) to flood area (as reported). Followed by massage and warm compress. Cap refill returned but client still had some discomfort so the physician came to review in clinic. All was ok, panadol and aspirin were prescribed. The patient agreed to review again the day after the time of the report. Some bruising was present from hyalase. The outcome of the event lump of product was unknown. Due to the provided information, the outcome of the event potential occlusion was considered as resolving (changed from unknown).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular occlusion, was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse + lidocaine could not be reviewed, as the lot number was not reported.

Event description:
This spontaneous report was received from a new zealander physician via a business development manager and concerns a female patient. She was injected with radiesse (+), on (B)(6) 2024. On (B)(6) 2024, after the radiesse (+) injection, the patient experienced potential occlusion. On (B)(6) 2024, the patient was presented with a suspicious looking bruise with a slightly delayed capillary refill compared to the other side. The physician guided the nurse over the phone on the steps to follow for suspected occlusion. The nurse injected some lidocaine and a warm compress and planned to later administer hyalase. On (B)(6) 2024, a review was planned. The outcome of the event was unknown.